Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 41mg/dl, needing settings adjustment. Customer consumed glucose tablets to address low bg. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 41mg/dl, needing settings adjustment. Customer consumed glucose tablets to address low bg. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.